Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that there was noise on the right atrial lead which led to mode switch episodes. The lead measurements were stable and in-range, though the capture trend showed intermittent thresholds that were measured out of range. It was also noted that far field r-waves were oversensed. The patient was not symptomatic. Programming changes were discussed.